Manufacturer narrative:
The customer's report of a tubing leak was confirmed; however the leak was from the vent of the filter component, not from the anti-siphon valve component as reported . Functional testing confirmed leaking from the set's 0.2 micron filter vent. No other leaks were observed. The root cause of the leak was not identified.

Event description:
The customer reported a tubing leak from the anti-siphon valve, which occurred in the cvicu. There was no report of patient harm.